Event description:
A facility reported an issue with the icp value and alarm of a patient in ICU: "the patient was on the ICU following insertion and zeroing of the sensor in 30 march in the afternoon. The metal bolt kit was used but the surgeon did not use the metal bolt to insert the probe on the side of the brain injury, so no probe is implanted, only the sensor. The interference cable was always attached to the patient as per IFU and the customer has the new sensor cable. The cerelink was attached to the philips bedside monitor. Until 01 april 8pm all was working, the icp was being maintained under 20mmhg. Then at about 8pm the icp waveform went up to about 80 for approx. 1 hour, then spiked to between 130-150 briefly and then all waveform and icp value was gone:flat line. Alarm "replace extension cable or sensor". The ICU checked the patient clinical status to see if there was a reason for this, but there was no clinical reason identified, including using a scan, no difference to the brain from 30-03 and all recordings were similar as before for this patient. There was no explanation." Sensor was used with monitor 826820 serial number (B)(6) and extension cable 826845, lot unknown. Tests performed by sales rep indicated that only the sensor is defective as the monitor and cable worked well with a demo sensor. Complementary info from sales representative: "picture of the alarm type: a small icon of the monitor which was flashing at the bottom of the monitor screen. They tried another cerelink set (monitor, monitor cable and sensor cable. Only the sensor implant was not changed. Again no reading, and alarm replace extension cable or sensor. Same as with the initial monitor. I (sales rep) tested the monitor using a demo sensor, and could not reproduce the issue on the monitor. I (sales rep) also tested the sensor with another monitor, monitor cable and sensor extension cable, and immediately the reported problem as above occurred. My conclusion on testing and observation is that only replacing the sensor would solve the problem. There is no other monitor involved in this complaint. However, the customer does not want to continue to monitor the patient for clinical reasons. So they did not resolve the issue. The sensor will be removed. After that, the patient will no longer be monitored." Additional information received on 03 april 2024: ¿ was the sensor removed from the patient ? And is it available for analysis? "It will be removed that was the plan because it is useless." ¿ I understand that they did not replace the sensor with another one as they stopped monitoring the patient. "Yes correct. " additional information received on 05 april 2024: clinical questionnaire completed by the sales rep: ¿ monitor used and serial number : (B)(6) a. Kit used : 826852 bolt not used, sensor was threaded b. Serial number (located on backside of sensor): (B)(6) c. Lot number (located on the unit carton/box): the complaint happened on ICU 2 days after insertion on the or so the packaging is not available d. Implant location (ex: parenchyma)? Yes approx. 3-3,5cm deep parenchyma on the side of the trauma ¿ was the integra/codman icp monitor connected to a patient monitor? Yes philips intellivue ¿ what was user doing (e.g., powering unit, zeroing sensor, setting alarm, downloading data), what was happening with patient (e.g., transport, MRI, CT)? Nothing preceded the failure. No action. The patient was lying in bed nothing changed on the patient side the entire time (more than 2 days) leading up to an including the time of the failure. The monitor just suddenly recorded an icp huge increase for no apparent reason. The clinical signs and CT scan showed no reason for high icp the patient lead was attached the entire time. The patient is in poor condition. It would have been good to continue to measure the icp in deciding how to treat, but they had to proceed without this information because the icp measurement was not available for more than 16 hours, so no history.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink microsensor was returned for evaluation: DHR - lot 6806100 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the issue of the complaint was confirmed: 1. Received catheter with suture tied on. 2. Icp express read "no transducer detected", cerelink monitor not acceptable. 3. Rb out of spec - cannot balance or adjusted. Root cause - the issue reported by the customer could be confirmed. The possible root cause for this issue could be due to an ¿unstable sensor performance or incorrect selection of semiconductor components". Moreover, based on his report, the supplier could determine the cause of the problem stated to be sensor related.